Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for lead repositioning procedure on (B)(6)2020. Upon review, it was revealed that the right ventricular lead exhibited high capture threshold. During procedure, the right ventricular lead was successfully re-positioned. Once the lead was correctly re-positioned, the right ventricular lead exhibited high pacing lead impedance. The right ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.